Event description:
Bayer case number: (B)(4). Chronic lower back pain [chronic lumbago]. I have an implant on the left, not on the right because the ovary was removed earlier [medical device monitoring error]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 12-sep-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of back pain ("chronic lower back pain") in an adult female patient who had essure inserted for female sterilisation. Product or product use issues identified: medical device monitoring error ("I have an implant on the left, not on the right because the ovary was removed earlier"). The patient had a medical history of oophorectomy right. On (B)(6) 2015, the patient had essure inserted. On unknown date she experienced back pain (seriousness criterion medically important). At the time of the report, the event had not resolved. No causality assessment was received for essure with regard to back pain. The reporter commented: chronic lower back pain. Very strong intensity located on the left (I have an implant on the left, not on the right because the ovary was removed earlier) the pain lasts for several days and is severe between sitting and standing positions. Patient's current status: episodes that are becoming increasingly frequent and increasingly severe, despite a healthy lifestyle (walking, yoga, pilates, balanced diet). Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 79 kg. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4) chronic lower back pain [chronic lumbago] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 12-sep-2025. The most recent information was received on 22-sep-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of back pain ("chronic lower back pain") in an adult female patient who had essure inserted for female sterilisation. The patient had a medical history of oophorectomy right. On (B)(6) 2015, the patient had essure inserted. On unknown date she experienced back pain (seriousness criterion medically important). At the time of the report, the event had not resolved. No causality assessment was received for essure with regard to back pain. The reporter commented: chronic lower back pain. Very strong intensity located on the left (I have an implant on the left, not on the right because the ovary was removed earlier) the pain lasts for several days and is severe between sitting and standing positions. Patient's current status: episodes that are becoming increasingly frequent and increasingly severe, despite a healthy lifestyle (walking, yoga, pilates, balanced diet). Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 79 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 22-sep-2025: quality safety evaluation of product technical complaint. Upon internal review - non-serious event 'medical device monitoring error' was deleted. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.